Event description:
It was reported that the right ventricular lead exhibited lead noise and caused oversensing. Programming changes were discussed; however, the physician decided to monitor the patient. The patient was fine.